Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure expected or random component failure without any design or manufacturing issue due to stress problem identified problems caused by either excessive or inadequate physical force exerted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image was displayed, and error b30 was present. There were no reports of patient involvement.